Manufacturer narrative:
Age at time of event: corrected data: the initial report inadvertently put the incorrect age of the patient at the time of the event.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2011 which changed the patient¿s settings to unintended parameters. The settings were not corrected prior to the patient leaving the clinic. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.